Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+1.0/086 diopter, into the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles. The reporter stated that approximately one month prior to lens exchange, iris ovalization and angle closure occurred. The problem was resolved with the lens exchange. As of the date of MDR submission, the lens has not been returned for evaluation.

Manufacturer narrative:
Lens was returned in liquid in the lens case/vial. Visual inspection found the haptic torn and a piece of the haptic missing. (B)(4).